Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. An event (timeframe: between (B)(6) 2020 and (B)(6) 2022) that could be considered as similar to this one and caused or contributed to a death or serious injury could be found. Internal karl storz reference number: (B)(4).

Event description:
The event occurred in the united kingdom. It was reported that a clickline forceps insert broke inside the patient. The broken jaw was retrieved. No negative impact in state of health reported. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
After examination of the returned article, the root cause for the breakage is that too much force was exerted on the two jaw parts.

Event description:
Internal karl storz reference number: (B)(4).